Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to confirm the unexpected restart test or perform any tests due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer pressed the esc but the insulin pump counted up and stopped on 6. The insulin pump alarmed button error. The act, esc, and b buttons were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.